Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4 (UDI). A getinge field service engineer (fse) tested the unit and found that the device needs to replace the sensor. The fse replaced the accessories and debugged the machine for normal use. The device has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) occasionally fails to automatically inflate during use. The customer has continued to use the backup machine to treat the patient, there was no harm reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) occasionally fails to automatically inflate during use. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.